Event description:
Failure to raise reset key inhibit following failure of termination checks. The "reset key" inhibit is intended to identify to the user that an interlocks capability to terminate radiation has been lost. The problem was found during the investigation of another issue. (B)(6) engineers found that if the checks that run during 'terminated checking' fail, then the reset key inhibit will not be raised as expected, if the system is being used with mosaiq r&v system.

Manufacturer narrative:
Internal detection. The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.